Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis and myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. It cannot be confirmed if the device was absorb or absorb gt1. Article titled: very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiographyna.

Event description:
The following was reported through a research article: it was reported that the patient presented with non st elevated myocardial infarction (nstemi) and was treated with 2 3.5x28 mm absorb bioresorbable scaffolds (brs) in the right coronary artery (rca). Follow up angiography at 15 months post implant showed a satisfactory result. 866 days after the index procedure, the patient presented with stemi caused by very late scaffold thrombosis. Heparin was given. Optical coherence tomography (oct) showed thrombotic material surrounding malapposed struts in the lumen of the distal rca at the site of scaffold discontinuity. The area was treated with a drug eluting stent with a good result. No additional information was provided. Details are in the article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography".